Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional tests were performed on the device. The device was powered on with no issue. No physical damages were found. Accuracy test was performed and passed. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified infusion error. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.